Event description:
Surgeon informed facility that implant that was put in on (B)(6) 2023 was not showing activity and will need to be replaced, however patient is on vacation this week and will have it done on his return.